Event description:
It was reported that the user¿s dexcom g6 sensor readings appeared in the g6 mobile app but not on the ilet, and the g6 menu showed pairing to a transmitter while the ilet contained the correct transmitter serial number; after a pump restart, the ilet paired successfully and the user entered a new sensor code and awaited data. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm data transmission to the ilet after troubleshooting. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful re-establishment of pairing following device restart, consistent with a pairing synchronization issue. It was concluded that the event was resolved with standard troubleshooting and did not result in patient harm.